Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00670 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on june 30, 2017, it was confirmed that the side flap at the back end was deformed. We found that the lot number of the subject device was 72k from the material lot number of tube. The device history record for the lot indicated no abnormality with the event-related items below. 1)dimension of the side flap. 2)maximum outer diameter of stent. It is surmised that the side flap at the back end was deformed and the subject device was stuck in the forceps channel of the endoscope by the following mechanism; 1)when the physician inserted the stent into the endoscope, the side flap at the back end was not covered with the protection sleeve. 2)the side flap stuck at the junction of the endoscope and the subject device could not be inserted. 3)when the side flap stuck at the junction of the endoscope, the side flap was deformed. It is surmised that the side flap at the back end was not covered with the protection sleeve since the protection sleeve was not inserted until the biopsy valve. The instruction manual of the device has already warned as follows; 1)always use a protection sleeve during insertion of the instrument. Otherwise, the stent¿s side flaps may get stuck inside the instrument channel of the endoscope, which could also damage the endoscope and/or instrument. 2)do not insert the stent if the side flap on its proximal end is not inside the protection sleeve. Otherwise, the stent could get stuck inside the endoscope¿s instrument channel, which could damage the endoscope and/or stent. 3)when inserting the stent into the endoscope, advance it until the protection sleeve hits the biopsy valve. If the stent is not fully inserted to the biopsy valve, damage to the instrument or reduced performance may occur.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
The subject device pbd-v621r-1005 was used for the purpose of biliary drainage after gastrectomy. When the subject device pbd-v621r-1005 was inserted into the forceps channel of the endoscope cf-(B)(4) , it was stuck in the forceps channel. The physician stopped procedure and decided to follow up the patient condition. There was no further patient injury reported. This report describes the subject device pbd-v621r-1005.